Event description:
It was reported that a pericardial effusion occurred. A watchman fxd curve access system (was) and a watchman flx closure device and delivery system (wds) was selected for use. The physician noted that it was difficult to obtain imaging during the procedure and was difficult to determine where they were on the fossa. The transeptal puncture was completed, and the was was advanced into the laa over the guidewire. The physician then injected contrast and noted that some contrast went into the pericardium. A pericardial effusion was noted around the right ventricle (rv). The physician continued with the procedure and successfully deployed the closure device. The pericardial effusion did not change once it was noted, and the patient was hemodynamically stable throughout the procedure. The effusion was monitored, and no intervention or treatment was needed as the effusion resolved itself. There were no patient complications, and the patient was discharged.